Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned for the reported issue of ¿malfunctioning of the venflon ga 20 which consists in the needle not sliding into the vein and being resistant tears the vein, causing not only pain to the patient but also the leakage of the drug introduced, e.g. Contrast medium." Description made by the customer, pain for the patient, inability to administer therapy¿ with lot number 1086800 regarding item # 391492, so retention samples were used for the investigation. The DHR of lot number 1086800 was reviewed and there was no quality notification reported on the lot number 1086800 of material number 391492. None of the retention samples showed needle penetration difficulty in them. The defect could not be confirmed. The manufacturing team inspected various product characteristics such as bevel angle, ptfe tube thickness, cannula outer diameter from the retention samples lots 1086800 for material number 391492. The test results showed that all these characteristics confirmed to the product drawing specifications and retention sample showed no defect and were within specifications with respect to bevel angle, ptfe thickness and diameter.

Event description:
It was reported that bd venflon 2 pnk 20ga IV cannula leaked. The following information was provided by the initial reporter: "malfunctioning of the venflon ga 20 which consists in the needle not sliding into the vein and being resistant tears the vein, causing not only pain to the patient but also the leakage of the drug introduced, e.g. Contrast medium."

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: no samples (including photos) were returned for the reported issue of ¿malfunctioning of the venflon ga 20 which consists in the needle not sliding into the vein and being resistant tears the vein, causing not only pain to the patient but also the leakage of the drug introduced, e.g. Contrast medium." Description made by the customer, pain for the patient, inability to administer therapy¿ with lot number 1086800 regarding item # 391492, so retention samples were used for the investigation. The DHR of lot number 1086800 was reviewed and there was no quality notification reported on the lot number 1086800 of material number 391492. None of the retention samples showed needle penetration difficulty in them. The defect could not be confirmed. Upon visual testing of the retention samples, none of the retention samples showed needle penetration difficulty in them. The defect could not be confirmed. The manufacturing team inspected various product characteristics such as bevel angle, ptfe tube thickness, cannula outer diameter from the retention samples lots 1086800 for material number 391492. The test results showed that all these characteristics confirmed to the product drawing specifications and retention sample showed no defect and were within specifications with respect to bevel angle, ptfe thickness and diameter. The defect is confirmed based on the photograph only. To arrive at a probable root cause the original sample will be required for investigation. The exact root cause could not be determined, and the team will continue to monitor and analyze these characteristics, which can potentially cause ¿needle penetration difficulty¿. As no samples and photograph is received from the customer. We have used the retention samples of the lot number 11086800 were used for investigation. Upon visual testing the retention sample none of the retention samples showed needle penetration difficulty in them. The defect could not be confirmed. The exact root cause could not be determined, and the team will continue to monitor and analyze these characteristics, which can potentially cause ¿needle penetration difficulty¿. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd venflon 2 pnk 20ga IV cannula leaked. The following information was provided by the initial reporter: "malfunctioning of the venflon ga 20 which consists in the needle not sliding into the vein and being resistant tears the vein, causing not only pain to the patient but also the leakage of the drug introduced, e.g. Contrast medium."

Manufacturer narrative:
(B)(6) manufacture: the manufacturing location for this product is (B)(6). This site is an (B)(6) manufacturing site. Therefore, bd corporate headquarters in (B)(6) has been listed in the (B)(6) FDA registration number has been used for the manufacture report number. Investigation summary: no samples (including photos) were returned for the reported issue of ¿malfunctioning of the venflon ga 20 which consists in the needle not sliding into the vein and being resistant tears the vein, causing not only pain to the patient but also the leakage of the drug introduced, e.g. Contrast medium." Description made by the customer, pain for the patient, inability to administer therapy¿ with lot number 1086800 regarding item # (B)(4), so retention samples were used for the investigation. The DHR of lot number 1086800 was reviewed and there was no quality notification reported on the lot number 1086800 of material number (B)(4). None of the retention samples showed needle penetration difficulty in them. The defect could not be confirmed. Upon visual testing of the retention samples, none of the retention samples showed needle penetration difficulty in them. The defect could not be confirmed. The manufacturing team inspected various product characteristics such as bevel angle, ptfe tube thickness, cannula outer diameter from the retention samples lots 1086800 for material number (B)(4). The test results showed that all these characteristics confirmed to the product drawing specifications and retention sample showed no defect and were within specifications with respect to bevel angle, ptfe thickness and diameter. The defect is confirmed based on the photograph only. To arrive at a probable root cause the original sample will be required for investigation. The exact root cause could not be determined, and the team will continue to monitor and analyze these characteristics, which can potentially cause ¿needle penetration difficulty¿. As no samples and photograph is received from the customer. We have used the retention samples of the lot number 11086800 were used for investigation. Upon visual testing the retention sample none of the retention samples showed needle penetration difficulty in them. The defect could not be confirmed. The exact root cause could not be determined, and the team will continue to monitor and analyze these characteristics, which can potentially cause ¿needle penetration difficulty.¿ complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd venflon 2 pnk 20ga IV cannula leaked. The following information was provided by the initial reporter: "malfunctioning of the venflon ga 20 which consists in the needle not sliding into the vein and being resistant tears the vein, causing not only pain to the patient but also the leakage of the drug introduced, e.g. Contrast medium."